Manufacturer narrative:
(B)(4). Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. Other deficiencies were found at the service center following repair of the device. The keypad resistance values were out of specification, therefore the hand control was replaced. A short circuit was found in the motor cable, therefore the motor cable was replaced. When these components fail, they have the potential to negatively affect device function therefore they are potential root causes for the device not working as intended. However, both of these failure modes can be attributed to device use. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints for this serialized device with the product code that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device needed a service as it did not turn due to a jammed motor. It was discovered post operatively and there was no patient harm indicated. The procedure was completed. During in-house engineering evaluation, it was determined that the device had a short circuit in the motor cable and the keypad resistance values were out of specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.